Manufacturer narrative:
The ge service rep performed an onsite investigation. The surge suppressor was replaced and the emergency stop mechanism evaluated. A replacement part for the emergency stop system was ordered for the customer to install. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's surge suppressor was received but would not work and the fast stop switch was broken. No pt injury was reported.